Manufacturer narrative:
A getinge field safety engineer (fse) reported that staff admitted to running the unit on battery power and forgot to plug in the unit to an ac power source. Verified proper battery charging. Tested all alarm functions and battery warnings. Device is operating per manufacturers specifications. Performed a full function and calibration check.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp)unit powered off from battery use. There was no sound or time from power down.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp)unit powered off from battery use.